Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a contaminated backend pulley, specifically corrosion was seen on the bearings located in the rear section of the instrument. Additionally, the instrument was also found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction, and it failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to corrosion in the bearings located in the rear section, which introduced internal friction and led to delayed or irregular motion during operation. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the monopolar curved scissors instrument refused to turn at a certain angle for four hours. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not move in a non-intuitive motion. The jaws were no longer under control and the instrument remained static.